Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on the battery housing and a chip, insulin flow blocked and received a sensor updating alert. The customer reported no adverse event. Troubleshooting was partially performed for insulin flow blocked. Troubleshooting was not performed for cosmetic damage and sensor alert. The event involved products mmt-332a, mmt-1884, mmt-242a, mmt-7040a. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-242a. No product return is required for mmt-7040a.

Manufacturer narrative:
Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. No unexpected insulin flow block alarms noted during testing. Unit was successfully downloaded using thump software. On adapt, no relevant alarms were noted. Pump was cut open to perform a visual inspection and found [no moisture or physical damage/ moisture damage on..] P-cap locked in place properly during testing. The following were noted during the physical inspection: cracked case, broken battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube) and label damage. In summary, damage battery housing is confirmed. However, customer concern for no delivery/occlusion alarm is not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing [or in download history review.] Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.